Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18.. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a0414 captures the reportable investigation result of basket wire break. Block h11: investigation results the returned segura hemi basket was analyzed, and the handle returned in good condition. Media analysis was performed on the provided picture, and it showed that the luer lock was separated from the luer connector. A visual evaluation noted that the device returned with the basket partially open. It was also noted that the luer lock returned properly assembled on the luer connector. Microscopic examination was performed under magnification, and it was noticed that one of the basket wires was broken but was not fully detached. It was also noticed that the basket was kinked. Additionally, the sheath returned torn at the distal section. With all the available information, boston scientific concludes that the reported event was not confirmed since it was not possible to identify any evidence of the alleged issue on the device since the handle returned in good condition and also the luer lock returned properly assembled on the luer connector. Additionally, the evidence from the product record review did not identify a potential product quality issue. However, the observed findings of basket wire broken, sheath torn at the distal section and the basket kinked could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors could cause these damages observed. Therefore, taking all available information into consideration, an investigation conclusion cause of adverse event related to procedure was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a segura hemi basket was about to be used during a ureteroscopic lithotripsy (ursl) procedure. Reportedly, before the procedure, it was found that the basket handle component falls off. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device revealed that one of the basket wires was broken.